Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm while she was giving herself insulin. The customer's blood glucose was 62 mg/dl. She stated she had treated her blood glucose with food. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. However, insulin pump moisture damage was found at keypad traces. No button error alarms noted. Insulin pump received with cracked reservoir tube lip, battery tube threads and minor scratches on display window.